Event description:
During routine testing of vaporizer, output was noted to be lower than expected. There was no report of patient involvement. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.